Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision due to stiffness.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of avascular necrosis of the native patella and erosion of the femur which led to the loosening of the femoral and patella components.

Event description:
Index surgery: (B)(6) 2011. Revision due to stiffness.